Event description:
Tubing separated from the tubing guide on 2 different sets. Both from the same lot number. Both with different IV medications going into separate lumens of the central line. No patient injury occurred as a result of this complaint.

Manufacturer narrative:
The device was not returned for evaluation. No conclusions could be drawn.